Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the moderately tortuous circumflex (cx) artery. The 2.0x20mm mini trek balloon dilatation catheter (bdc) was unpackaged and prepped without issue. Reportedly, there was no resistance noted during removal of the stylet or protective sheath. The mini trek bdc was successfully advanced to the lesion and was inflated to 8 atmospheres (atm) without issue. During the second inflation, the balloon ruptured at 12 atm. The bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.0x12mm trek bdc and 2.25x28mm xience prime stent delivery system (sds) were used to successfully complete the procedure. There was no additional information provided.